Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the lyse pick up tube was broken. The fse replaced the tube, which repaired the results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer generated high lymphocyte (ly) and neutrophil (ne) results. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection to the event.